Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, a pt experienced hypotony and a shallow anterior chamber. At a postoperative examination, needling was performed and the flap was resutured. There were multiple treatments of suture lysis performed during the approximate four to six week postoperative period. A bleb revision procedure with an antimetabolite injection under the conjunctiva at four months postoperatively. Approximately five months following the initial surgery, it was noted that the device was dislocated. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).